Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of elevated sodium, potassium and chloride patient results on their au680 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer provided data for two (2) patient samples.